Event description:
During a knee procedure a portion of the distal end of a nitinol guidewire broke off and ramains in the pt's bone tunnel. Also while attempting to retrieve the fragment from the body the fixation device milagro screw, was broken in half. The surgeon fel that the graft was secured, he completed the case leaving only the distal half of the screw fixating the graft.